Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark) was fractured beneath its strain relief approximately 2.5 cm from the hub. The device was ovalized approximately 35.0 cm and from 94.5 ¿ 9.65 cm from the hub. The penumbra investigator inadvertently kinked the device approximately 98.5 cm from the hub. Conclusions: evaluation of the returned benchmark confirmed a fracture beneath the strain relief. If the device is manipulated at extreme angles during use, the device may kink and subsequently fracture. Further evaluation revealed ovalizations along the length of the device. These ovalizations were likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in left internal carotid artery (ica) using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the benchmark was separated at the strain relief and became occluded with thrombus; therefore, the benchmark was removed. The procedure was completed using a penumbra jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). There was no report of an adverse effect to the patient.